Event description:
It was reported by the customer's husband that the customer is deceased. The date of death was (B)(6) 2014 and the customer's blood glucose level was 153 mg/dl at the time of death. Customer was using a one touch ultralink. Customer had gotten up in the middle of the night feeling sick and thought it was due to low blood glucose levels. Customer tested her blood glucose level and she was stable, so she went to the bathroom where she began to feel sick and fell to the floor. Customer's cause of death was heart failure. Customer was not wearing the insulin pump at the time of death. Customer had chosen to take the pump off for the night. Customer was experiencing low blood glucose levels and decided to take the pump off for the night. Customer's husband was fine with returning the pump and does not want the pump back after analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The unit was received in with a cracks to the battery tube threads, reservoir tube and a missing end cap sticker.